Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, during valve deployment, the balloon burst at the start of inflation. Angiography showed passage of contrast without the balloon expanding, and the valve completely crimped without being released. Troubleshooting was performed by using a loop on the balloon and another on the valve. The team was able to bring the valve through the ascending aorta and insert it into the esheath, then surgically remove the valve all together through surgical access at the level of the iliac artery. Due to the extraction maneuvers of the valve, one of the valve struts were folded. There was no vascular damage noted as the valve was inside esheath protecting the arterial vessel. It was decided to use a new valve. A new valve was implanted without incident. The patient remained hemodynamically stable throughout the procedure and did not present any complications. Per report, the patient was severely calcified in the native valve.

Manufacturer narrative:
Note: this MDR was originally submitted within the 30 day timeline, but due to a technical issue experienced during the submission process, acknowledgment 3 was not received. The MDR was confirmed to be transmitted properly, as we received acknowledgement 1 and 2, but this issue could not be resolved through the esg help desk, so this MDR has been resubmitted. Please reference esg and cesub support reference numbers: (B)(4), (B)(4), (B)(4), (B)(4). The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. Returned procedural imagery was evaluated and the following was observed: bent valve strut seen under fluoro and removal, esheath liner bunched and delamination, and inflation balloon wings inverted. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for esheath liner delamination was confirmed with procedural imagery. Without the returned device, engineering was unable to perform any visual, dimensional, or functional inspections of the device. Per complaint details, 'angiography shows passage of contrast without the balloon expanding, leaving the valve completely crimped without the possibility of releasing it. Several maneuvers are performed to try to remove the valve and it is removed by using a loop on the balloon and another on the valve. Finally, it is possible to bring the valve through the ascending aorta and insert it into the esheath introducer. It is removed all together through surgical access at the level of the iliac artery. Due to the extraction maneuvers of the valve, one of the struts folds, which does not cause vascular damage because the valve is inside the introducer, protecting the arterial vessel.' Per IFU/training manual, 'note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve'. As the valve was aligned on the balloon but not deployed, it had a bigger od while being retrieved into the sheath. Additionally, it was noted that a valve strut was bent prior to retrieval to the valve into the sheath. The bent valve strut likely caught on the liner during the retrieval process, causing the liner to delaminate from the sheath and bunch up during withdrawal. As such, available information suggests that procedural factors (bent valve strut, withdrawal of crimped valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.